Event description:
It was reported that a revision surgery was performed due to infection. The insert was replaced to new one.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided; therefore a thorough medical investigation cannot be performed. However, it was communicated that the revision/insert exchange was performed due to infection just 11 days post implantation and that the surgeon did not fault the device. The patient impact beyond probable antibiotic therapy and the revision itself cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for this device.